Manufacturer narrative:
Corrected operator of the device to patient/lay user. Manufacturer's investigation conclusion: a direct relationship between the device and the reported cellulitis could not be conclusively determined. Although the report of elevated flow was confirmed through the analysis of the submitted log file, a specific cause for the elevations could not be conclusively determined through this investigation. The center reported that the patient arrived for a cv on (B)(6) 2019 and had what looked like cellulitis on her abdominal driveline exit site area according to the doctor. It was noted that there were times when the patient¿s vad flow rate was 12 lpm and +++ and other times when the flow rate was back to 5 to 6 lpm. The patient¿s doppler was 98. The patient reported no other issues at that time. The submitted system controller log file captured several transient elevations in power (up to 9.2 w) and corresponding flow (up to 12 lpm) beginning on 28jan2019 and continuing throughout the log file. Also of note, the patient was supported by battery power for the entirety of the log file. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. No atypical alarms were captured. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Driveline, local, and pump pocket infection are listed in the hmii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Pump parameters, including power and flow, are detailed in the introduction of the hmii IFU. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on 28feb2019 that the patient had arrived on site for a cv on (B)(6) 2019 and had what looked like cellulitis on her abdominal driveline exit site area according on site doctor. A brief elevation in flow as well as a doppler of 98 were noted. The patient reported no other issues at this time. Tech services rep reviewed the log file and stated that in the log there were these brief periods of powers noted in the 8-9w range with the calculated flow in the 10-12 lpm range. These above baseline powers were transient in nature but were occurring all throughout the log file. It was also noted that the patient was using battery power all through the log which means that the patient is sleeping on battery power which is not a recommended practice due to the possibility that the patient could sleep through alarms. It was recommended that the customer use the data logger in smaller time windows for more accurate feedback and submit another log file for further investigation. No other alarms, malfunctions, or adverse events were noted.